Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: too much heat generated by light source. Confirmed failure: replace contact esst spring. Probable root cause: light engine malfunction; main board, receptacle board, or front board malfunction; damaged or missing esst spring; incorrect/no communication with 1688; overheating; power supply malfunction; software malfunction; hf/rf interference. The failure mode will be monitored for future reoccurrence.